Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead connector pin detached from the rest of the leady body when the physician attempted to remove the ra lead from the device during a device replacement procedure. The connector pin portion of the lead remained in the device header. Additional information received indicates the suspected cause was blood/tissue infiltration in the device port and a stuck set screw. The ra lead was surgically abandoned and the device was explanted. This lead removal difficulty added 15 minutes to the procedure. No adverse patient effects were reported.